Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg explant procedure. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2024.